Manufacturer narrative:
The reagent lot number was 844594. The expiration date was not provided. The field service engineer found the mixer was bent, and the sample pipette was stuck to the right side. He repaired the mixer and adjusted the pipette. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable estradiol results from the cobas e411 rack analyzer. The initial results were elevated. The customer loaded a new reagent pack, recalibrated the assay, and ran qc. The samples were then repeated. Patient 1 initial result was 163.0 pg/ml, and the repeat result on (B)(6) 2025 was 6.30 pg/ml. Patient 2 initial result was 322.1 pg/ml, and the repeat result on (B)(6) 2025 was 47.96 pg/ml. Patient 3 initial result was 363.5 pg/ml or 365 pg/ml, and the repeat result on (B)(6) 2025 was 158 pg/ml.